Manufacturer narrative:
Device information added. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following visual inspection. Method & results: -device evaluation and results: a visual inspection was performed by a material analysis engineer that noted; [...] Damage consistent with the explantation process and the cement-mantle breakdown process were observed on the stem. Post-fracture abrasion was observed on the fracture surfaces examined, obscuring regions of the fracture surface.[...] A material analysis concluded; the stem fractured in fatigue with the final fracture occurring in overload. The fracture origin was at or near the location of the prehension hole. Damage was observed near the location of fracture origin, consistent with contact against a hard object. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: a material analysis concluded that the stem fractured in overload. Additional information, including operative reports, pathology reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The customer reported that the implant snapped in the patient requiring removal.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The customer reported that the implant snapped in the patient requiring removal.